Event description:
Customer reported the l-arm rotate button is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the dowell pin and switches. System operates as intended.